Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with failure of anterior cervical fusion, c3 to c6 and underwent the following procedures: anterior cervical corpectomy c3 with anterior cervical discectomy c2-3, placement of fibular strut allograft from c2 to c5 with anterior instrumentation from c2 to c6 using the biomet anterior plating system/arthrodesis. Posterior spinal fusion c2 to c6 with trans-articular c2 screws and lateral mass screws at c5 and c6, bmp and harvesting of a posterior superior iliac crest bone marrow/sutograft/arthrodesis. As per op-notes, "in the second part of the procedure, once the facet joints were completely packed with autologous bone marrow, bmp was laid around the perimeter of the construct to help facilitate bone fusion and arthrodesis." No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.